Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming low o2. The customer stated there was a patient on the ventilator when this issue occurred. The patient was placed on another ventilator with no harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the o2 cell required replacement and calibration needed to be done to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.